Event description:
It was reported that this right atrial (ra) lead had dislodged. The lead was programmed off and the pacing mode was reprogrammed to vvir. The patient subsequently expired. It was reported that the cause of death was related to underlying medical issues and was not associated with the implanted pacemaker system.